Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to possible infection. The patient reported blood and fluid discharge during the device check up. There were no additional adverse effects reported. Request for additional information was sent but no further information was received. All available information indicates that the product was explanted.